Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not allow the customer to surpass the fill tubing step during the load process. While troubleshooting with tandem technical support, the customer loaded a new cartridge successfully. There was no impact to the customer's blood glucose level.